Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300-386 mg/dl. Correction boluses were delivered to address bg. Customer went to the emergency room (ER) and was administered intravenous insulin/fluids. After 7 hours, customer left the ER alert and oriented. Bg was 217 mg/dl. Cause of event was not known; however, customer thought it may have been related to shoulder pain. Customer reverted to another pump for insulin therapy. Customer declined to perform a pump system check at the time of the report.